Event description:
It was reported that during the procedure, a 5.0x40mm on an 80cm catheter armada 35 peripheral balloon dilatation catheter was introduced via antegrade access, over a non-abbott guide wire, into a non-abbott sheath, then advanced without resistance to a mildly to heavily calcified, de novo lesion in the superficial femoral artery. Though the prepped contrast/saline mixture was able to be injected via syringe into armada 35 device, the balloon did not inflate and contrast was noted to be leaking from the armada 35 balloon into the vessel. The armada 35 was withdrawn from the anatomy without resistance. Another armada 35 balloon was used without issue. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: terumo; inflation device: syringe; sheath: cordis. Abbott vascular has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on august 16, 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. To date, the frequency of worldwide reported events for difficulties inflating and/or deflating the balloon has reached a threshold of (B)(4). Abbott vascular has implemented corrective actions to ensure ongoing product performance.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott vascular initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on (B)(6) 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. This device was subsequently returned. Device analysis revealed a balloon rupture which would result in an inflation issue. However, balloon rupture was not the basis for the recall. Based on a visual and functional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue regarding the reported complaint. Based on the reviewed information, no product deficiency was identified.